Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug, concentration and dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient had surgery on the pump 6 times in "the past 4 months." There were no reported symptoms. No further complications were reported.